Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, a right side rupture discovered, during surgery. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the anterior side assessed, as fold flaw opening. And one opening on the anterior side assessed, as surgical damage. Additional observation: no penetrating nick (stress mark) observed. Crease observed, black particles observed, wear abrasion observed. Observed, 40 mm dark patch edge material inside gel device. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, a right side rupture. Discovered, during surgery. Device has been explanted.